Manufacturer narrative:
The customer report that the pcu failed battery charge current was confirmed through the service process. The proximate cause of the customer report that the pcu failed battery charge current was determined to be due to a battery issue. Service replaced the pcu battery and passed testing.

Event description:
It was reported that device failed batt charge current.

Manufacturer narrative:
The customer report that the pcu failed battery charge current was confirmed through the service process. The proximate cause of the customer report that the pcu failed battery charge current was determined to be due to a battery issue. There was no reported patient injury. This device is used for therapeutic purposes.